Event description:
A ventilator was returned to the manufacturer for service for a "fan service needed" message. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code was found in the ventilator's downloaded event log. An attempt was made to solve the problem with calibration of the oxygen sensors, the error reoccurred due to an error in the room sensor on the board. The system board processor has an intermittent communication error with the oxygen board, thus producing a "fan service needed" alarm in the repair tests when the different power supplies of the equipment are checked. The device's oxygen blending module board was replaced to address the issue.